Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4196 implantable pacing lead - 2006-(B)(6), 4076 implantable pacing lead - 2006-(B)(6). (B)(4).

Event description:
It was reported that the patient received fourteen inappropriate shocks due to the right ventricular (rv) lead pacing. It was determined that whenever the rv lead would pace, the patient would experience ventricular tachycardia (vt). Subsequently, the rv lead pacing was programmed to subthreshold, and the detections were left on. The patient is now being paced via the left ventricular (lv)lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.